Manufacturer narrative:
(B)(6)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states " while clearing pca pump per protocol (shift change) 0.02mg delivered, 0 demands, 0 delivered doses . Question malfunction of pca pump. New pump ordered. " the customer reported that a pca was programmed to infuse 0.2mg of hydromorphone per injection with a 6 minute lockout and at shift change when the rn was clearing the pca pump history the pump was noted to have delivered 0.02mg with 0 demands and 0 doses delivered. Customer also stated "follow up through our institution showed that the pump passed all functional tests and the technician was unable to duplicate the issue reported." There was no patient harm.